Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a staphylococcal infection at the ipg site after the implant procedure. Symptoms included redness, inflammation and fever. The physician believed the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure.